Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. Customer also reported a no delivery alarm that occurred while they were sleeping. The customer stated the insulin pump alarmed battery out limit after a battery change. Advised the customer this was normal insulin pump behavior. Customer's blood glucose was 250 mg/dl. It was also found the customer's no delivery alarm was resolved by a complete set change. Customer also had a bent cannula after removing their infusion set. The customer stated they threw away their bent cannula and did not need replacements. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.